Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was presented to the hospital after experiencing dizziness and a syncopal episode. Review of the s-ICD data indicated some oversensing but there was no impact on the therapy decisions being made by the device. The ventricular tachycardia rhythm that was occurring eventually broke and no therapy was delivered and the episode ended. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information provided from the field indicated this patient continued to receive both appropriate and inappropriate shocks. Poor sensing values were also noted. Surgical intervention was performed and the s-ICD was explanted and replaced.